Event description:
The customer reported that the system was locking up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos board and fuses on backplane were evaluated and reseated. The system was tested and found to be working as intended and returned to service.